Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> according to the information received, "during the procedure, we proceed to pass the impactor of the femur to the specialist and this is completely disassembled, normally this can be adjusted with the t-key of the motor but unfortunately the hole that has to tighten is already completely peeled, a prompt solution is given joining the pieces with sterile micropore and thus be able to finish the procedure, in this way it is possible to finish the surgery successfully." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 966180, sp*2 femoral impactor" revealed that the black part of the device has fell part from the t shape. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sp*2 femoral impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during the procedure, when the femoral impactor was passed to the specialist, it was completely disassembled. Normally this can be adjusted with the t-key of the motor but unfortunately the hole that has to tighten is already completely peeled. Therefore a prompt solution of joining the pieces with sterile micropore was given and thus the surgery was successfully completed. There was no surgical delay and no patient impact.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.